Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 151 mg/dl. The troubleshooting was performed. The customer was able to prime, and advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.